Event description:
There was an allegation of questionable results tina-quant hemoglobin a1cdx gen.3 from the cobas c 503 analytical unit. The initial result was 6.0%, and the repeat result was 5.5%. The questionable result was not reported outside of the laboratory. The repeat result was considered correct.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer performed internal cleaning of the sample probes, cleaned the washing stations, cleaned the rinse arm needles, replaced the teflon nozzle, adjusted the cuvette volumes, and replaced the photometer lamp and cuvettes. He verified the cuvette washing volume, checked the cuvette mechanisms, and cleaned a solenoid valve. He verified the main pump pressure, the gear pump pressure, and performed a gear pump adjustment. The customer performed calibration using new calibrator material and ran qc with successful results. The investigation was unable to determine a specific root cause. General reagent issues were excluded, as the result believed to be correct was obtained using the same reagent.